Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric veins during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, device could not deploy normally. The procedure was completed with a different device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.

Manufacturer narrative:
Block h6: medical device problem code a050501 for the reportable issue of bands failed to deployed. Block h10: investigation results the returned speedband superview super 7 was analyzed, and a visual evaluation noted that only the ligator head was returned. There were four bands attached on the ligator head and the bands were placed on their original positions, while the other bands were not returned. The suture was attached to the ligator head, and it did not show any abnormalities. The suture hole was in good condition and no damages were observed. It was also observed that the ligator head teeth did not show damages. The reported event was not confirmed. The returned device review showed no evidence of either the alleged(s) or any defect which could have contributed to the event. Therefore, the most probable root cause for this complaint is no problem detected. A review of the device history record (DHR) was performed and confirmed that this device met all material, assembly and performance specifications. A labeling review was performed and from the information available, this device was not used per the instructions for use (IFU). It was reported that the device was performed in the gastric veins. Per the speedband superview super 7 multiple band ligator instructions for use, the device is not intended for ligation of esophageal varices below the gastroesophageal junction and the reported anatomy location is not describe in the indications for use.

Manufacturer narrative:
(B)(4). The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental MDR will be filed.

Event description:
It was reported to boston scientific corporation that a speedband superview super 7 device was used in the gastric veins during an endoscopic variceal ligation (evl) procedure performed on (B)(6) 2021. According to the complainant, during the procedure, device could not deploy normally. The procedure was completed with a different device. There was no difficulty experienced upon setting up the device. There were no patient complications reported as a result of this event. The patient condition at the conclusion of the procedure was reported to be stable.